Manufacturer narrative:
The device serial number was not provided. The customer refused to repair the device.

Event description:
It was reported to philips that the device will not power up. There was no patient involvement.